Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, an altitude alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. There was no impact to the customer¿s blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged altitude alarm issue could not be verified.